Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2013 the patient's left hip was implanted with a tritanium acetabular cup. It is further alleged that she began experiencing discomfort and diagnostic workup revealed device loosening. She was taken back for revision surgery on (B)(6) 2019 and it is alleged that during the surgery, the acetabular cup was easily removed and that there was no evidence of ingrowth of bone into the cup.